Event description:
Report received of an overdelivery. During testing at the user facility, the device delivered a measured volume of 24ml from an expected delivery of 20ml. There were no reports of any adverse patient events while the device was in clinical use. The customer reported there was no patient involvement.